Event description:
The user facility reported that during a bladder biopsy, the forceps failed to open appropriately, and would intermittently stick in a closed position. The procedure was completed with a different, but similar device. There was not patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report. The biopsy forceps functioned initially, but then was observed to stick intermittently in either an open or closed position. The difficulty was noted to persist after cleaning. The device will be forwarded to the original equipment MFR (OEM) for further investigation. If new and significant info becomes available at a later date, a supplemental report will follow.